Event description:
It was reported that the cotton swabs in the catheter was contaminated with black matters.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material is inconclusive due to the state of the returned sample. One photograph of what appears to be two cotton balls within a plastic cup was returned for evaluation. A small, brownish black material could be seen on one of the cotton balls in the returned photograph. However, the alleged kit (3714118) does not contain cotton balls, swabs, or gauze. Since none of the packaging of the alleged kit or components of the alleged kits could be seen in the returned photograph, this complaint was determined to be inconclusive. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the cotton swabs in the catheter was contaminated with black matters.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.